Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the pediatric patient underwent a laparotomy procedure on unknown date and suture was used to close the abdominal wall. Within thirty hours of the procedure, the patient experienced wound dehiscence. The doctor opined that the early dehiscence was due to a failure in the suturing technique and suture would not break as a result of "normal physical activity" of a (B)(6) on day one following the surgery. Additional information has been requested.